Event description:
Within the mid left anterior descending the stent was deployed. Two weeks later the pt complaint of chest pain. An angiogram revealed the stent had broken in half in an (l) form. Pt was restented. The pt's condition is stable.